Event description:
Customer called to report that the insulin pump has a blank display. Customer's blood glucose levels were not included in the report. Troubleshooting was done. Advised customer to change battery, however the display did not return. Nothing further was reported.

Manufacturer narrative:
The insulin pump had blank display due to battery tube connector not plug in properly, however the insulin pump had normal operating currents. The insulin pump was received with cracked case at display window corner, reservoir tube lip and severely scratched/worn display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.